Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawers were failed. A field service engineer (fse) determined that the solenoid in the legacy full height drawer was not functioning correctly due to being connected to a default controller board. The fse replaced the legacy full height drawer with a smart full height drawer in the auxiliary drawer position. The new drawer was then configured to the device, rebooted, and fully tested. All hardware functioned successfully following completion of the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 failed to open and required maintenance due to hardware failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.